Manufacturer narrative:
The technician replaced the power board to repair the bed.

Event description:
Information received indicates the bed has no power to the head up function due to corrosion on the power board.